Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and MRI. Device has been explanted.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, striated broken on posterior and missing on anterior (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior broken device assessed as an unidentified (tear) opening. A striated opening assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d9,h3,h6.